Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise which was resolved by programming the minute ventilation sensor off. The patient is not dependent and there were no adverse patient effects were reported. The device remains in service.